Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the scratch marks/abrasions on the tube extension to be related to the customer reported complaint. For clarification, the monopolar curved scissors instrument exhibited signs of scratch marks/abrasions on the tube extension, measuring roughly 0.03¿ x 0.321¿. An additional observation not reported by the site that was related to the primary failure was also identified: the monopolar curved scissors instrument was found to have various scratch marks with light material removed on the main tube and the scratch marks were 0.067¿ - 0.277 in length and were not aligned with the tube axis. A review of the instrument log for the monopolar curved scissors (470179-19/n112009280614) associated with this event has been performed. Per logs, the monopolar curved scissors was last used in a procedure on (B)(6) 2021 on system (B)(4). The instrument had 9 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product or this event. No image or video of the procedure was provided for review. This complaint is being reported based on the following. The customer reported that there was a "rip in protective coating." Failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors instrument had a rip in the protective coating. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.